Event description:
A surgeon reports that during intraocular lens (iol) implant surgery the haptic broke while inserting the iol into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional information has been requested.